Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erratic readings on an adc blood glucose monitor. Caller reported that a patient received readings of 25 mg/dl and 246 mg/dl within 10 minutes. Caller also reported that the patient received a reading of 25 mg/dl which, was lower than a laboratory reading of 200 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Event description:
A health care professional reported receiving erratic readings on an adc blood glucose monitor. Caller reported that a patient received readings of 25 mg/dl and 246 mg/dl within 10 minutes. Caller also reported that the patient received a reading of 25 mg/dl which, was lower than a laboratory reading of 200 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.